Event description:
On (B)(6) 2011 at 08:37am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to setup mode. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that immediately prior to the start of the product issue on (B)(6) 2011 that she became 'weak and sweaty' and so she decided to test. The patient advised that the issue began on (B)(6) 2011 at 12:00pm, at which time her meter was reverting to setup mode after the battery had been removed and re-inserted. The patient reported to the cca that she manages her diabetes with diet and exercise. The patient stated that she made no changes to her diabetes management due to the product issue. The patient advised that she took food and drink as treatment due to the product issue. The cca noted that during troubleshooting, no misuse of the product occurred. The cca notes that the product issue occurred after removing and re-inserting the same battery and that the issue was resolved by set up of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was not able to test with the subject meter due to the reported issue. There is indication that the subject meter issue resulted in a delay in treatment and either caused or contributed to a serious injury. The patient did develop symptoms that meet the criteria for a serious injury suggestive of severe hypoglycemia or hyperglycemia, and did receive medical intervention for either of these conditions.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 (11/14/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have low/ dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.